Event description:
The facility rep reported a fail code 810:04. It is unk when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.